Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 112 mg/dl. The drive support cap appeared normal. The customer also reported an e70 alarm and stated that the settings were gone. The customer was not able to replace the insulin pump at that time and was advised to contact a health care professional regarding the settings. The insulin pump was not returned for analysis.